Manufacturer narrative:
Complaint no: (B)(4). The exact occurrence date is unknown; however, it was reported to have occurred in the month of (B)(6) 2015. This lot was manufactured june 26, 2014 to june 27, 2014. The device was returned for evaluation in its original packaging. Visual inspection noted the red coil cap had separated from the housing. The separation occurred due to malformed housing. The reported condition was verified; however the cause of the malformation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor's coil cap detached from the housing. There was no patient involvement. No additional information is available.